Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that both batteries are charged in the controller but the controller will not turn on the stimulator. Agent walked the patient through turning the stimulation on. Patient was on group a and the stimulation was on but the patient was not feeling the stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent emailed patient physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.